Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a fundoplication, it was noticed that needle was bended and fell out of the fixation into patients cavity. The needle was removed and a new device was used. No adverse events reported

Manufacturer narrative:
(B)(4). Post marketing vigilance concurrently with engineering led an evaluation of one one device and one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. No visual abnormalities were noted for the instrument or needle. The needle was received. The jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. There was no evidence noted of the needle being bent. The subject needle was loaded onto the subject instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions. A review of the device history record for the instrument indicates this lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the device history record for the surgidac needle could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.